Event description:
It was reported that air bubbles were observed within the canister. Customer¿s blood glucose level was 500 mg/dl with ketones. Reportedly, the the customer went to the emergency room and was subsequently hospitalized. Customer¿s bg was treated intravenously with saline and insulin. The customer was discharged on 5/19/2026 with no permanent damage. Customer performed a supply change to address the issue.